Event description:
Contact reports patient presented with degenerative deformity and was instrumented down to ilium using 8mm screws in the ilium wing. The patient returned with severe pain several weeks after the case and x-ray showed two set screws had separated from both iliac screws. The patient was brought back for revision surgery and two s2 screws were added accompany the iliac screws. The patient experienced pain and x-ray showed that set screws had separated from the two iliac screws. Revision surgery was performed. See mfg medwatch report 1526439-2012-00210 for the second set screw that was involved in this event.

Manufacturer narrative:
The set screw has been returned for evaluation. A follow up report wil be filed upon completion of the evaluation.

Manufacturer narrative:
Functional examination found the set screw assembled and tightened as required. Review of the device history record found no discrepancies. Examination of x-ray found the construct was complex and included other manufacturer devices. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. No definitive conclusions can be made. However, the patients challenging anatomy and the complex nature of the construct, including the use of stiff cobalt chrome rods, may have contributed to the event.